Manufacturer narrative:
H6: the original packaging for the patient circuit had been disposed of, as a result, section d4 primary UDI number, is unknown, and section h4, device mfg date shall be left blank. The broken patient circuit was returned to ventec for evaluation where it was confirmed that the circuit experienced a bond joint failure. Ventec had previously reviewed historical complaint data related to broken circuit bond joints and initiated an investigation to determined root cause and identify any further actions to correct the issue and prevent recurrence. It was observed that complaints reported broken circuits were primarily heated circuits of the non-over molded design. Patient circuits that were in ventec's complaint retention which had previously been reported as having broken bond joints were evaluated by ventec. The ventec engineering team reviewed expected use cases, materials, and conducted additional testing to understand potential root causes and contributing factors. The investigation determined that the root cause of the reported issue was potential degradation of loctite 4601 strength in the polycarbonate/ polypropylene connection due to high temperature and near saturation humidity conditions. Ventec has changed the design of the patient circuit to an over molded connection back in 2020. Ventec also conducted a risk assessment based on reasonably foreseeable sequence of events. That risk assessment concluded overall risk is within acceptable limits. If the glue bond were to break during usage, the vocsn system has leak detection mitigations such as the patient circuit disconnect alarm. Low inspiratory pressure alarm. And low minute volume alarm to alert the patient, caregiver, and/ or medical personnel.

Event description:
It was reported to ventec that a patient circuit (adult, passive, heated, blue) broke at its exhalation valve. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details were provided.